Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a new system was implanted on the day of the report and the patient became hypotensive and bradycardic after the surgery. The surgeon wanted the pump to be shut off until he was finished with the current case he was in. The pump was likely to be stopped for 3 hours. It was determined that the catheter was obstructed and subsequently replaced. The patient recovered without permanent impairment. The pump was used to deliver hydromorphone and baclofen.